Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level greater than 300 (mg/dl). Customer administer insulin with an insulin pen to treat bg levels. Recommendation was made to consult with health care provider to discuss diabetes management, and to contact tandem technical support to perform troubleshooting for future bg events.